Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding"), alopecia ("hair loss"), hot flush ("hot flashes"), skin lesion ("lesions"), hypersensitivity ("allergic reaction"), vaginal discharge ("vaginal discharge"), infection ("infections"), ovarian cyst ("ovarian cysts"), anxiety ("anxious") and depression ("depressed"). The patient was treated with essure removal on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic inflammatory disease, menorrhagia, alopecia, hot flush, skin lesion, hypersensitivity, vaginal discharge, infection and ovarian cyst had not resolved and the anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, hot flush, hypersensitivity, infection, menorrhagia, ovarian cyst, pelvic inflammatory disease, pelvic pain, skin lesion and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pelvic pain / pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, plantar fasciitis and endometrial ablation. Previously administered products included for birth control: ortho novum from 1992 to 2009. Concurrent conditions included overweight, hyperlipidemia, pelvic adhesions, uterine fibroids and endometriosis. Concomitant products included lansoprazole (prevacid) since 2009 and simvastatin (zocor) since 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced sinusitis ("infection (other) describe: sinus infections from allergies") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction type: severe allergies"). In (B)(6) 2010, the patient experienced pruritus ("rashes or skin conditions type: itching"), acne ("rashes or skin conditions type: acne") and urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced anxiety ("anxious / psychological or psychiatric problems condition: anxiety"), depression ("depressed / psychological or psychiatric problems condition: depression"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and dysphagia ("dysphagia"). In 2012, the patient experienced urinary tract infection ("infections / infection (bladder/ urinary tract/vaginal) type: uti"), pollakiuria ("bladder or urinary problem changes frequent urination"), nausea ("nausea") and dental caries ("dental problems cavities / crowns"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced hot flush ("hot flashes /hormonal changes describe: hot flashes"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bleeding menstrual heavy ("abnormal heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), injury ("lesions"), vaginal discharge ("vaginal discharge"), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia),"). The patient was treated with nsaids, crowns and cavities and surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the pelvic inflammatory disease, genital haemorrhage, bleeding menstrual heavy, alopecia, hot flush, injury, hypersensitivity, vaginal discharge, urinary tract infection, ovarian cyst, anxiety, depression, vaginal haemorrhage, sinusitis, pruritus, acne, urticaria, pollakiuria, migraine, headache, nausea, dental caries, dysmenorrhoea, dyspareunia, fatigue, weight increased, gastrooesophageal reflux disease and dysphagia outcome was unknown. The reporter considered acne, alopecia, anxiety, bleeding menstrual heavy, dental caries, depression, dysmenorrhoea, dyspareunia, dysphagia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypersensitivity, injury, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, pollakiuria, pruritus, sinusitis, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight increased and menorrhagia to be related to essure. The reporter commented: discrepancy of essure insertion date as (B)(6) 2009. Patient done physical therapy and x ray for treatment of pelvic pain. Current height 5 ft. 4 in. And current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: confirmed full occlusion and proper placement. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pelvic pain / pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure tubal sterilization and novasure endometrial ablation" on (B)(6) 2009. The patient's medical history included nulli gravida on (B)(6) 2009, gallbladder removal, plantar fasciitis and endometrial ablation. Previously administered products included for birth control: ortho novum from 1992 to 2009. Concurrent conditions included overweight, hyperlipidemia, pelvic adhesions, uterine fibroids and endometriosis. Concomitant products included lansoprazole (prevacid) since 2009 and simvastatin (zocor) since 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced sinusitis ("infection (other) describe: sinus infections from allergies") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction type: severe allergies"). In (B)(6) 2010, the patient experienced pruritus ("rashes or skin conditions type: itching"), acne ("rashes or skin conditions type: acne") and urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced anxiety ("anxious / psychological or psychiatric problems condition: anxiety"), depression ("depressed / psychological or psychiatric problems condition: depression"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and dysphagia ("dysphagia"). In 2012, the patient experienced urinary tract infection ("infections / infection (bladder/ urinary tract/vaginal) type: uti"), pollakiuria ("bladder or urinary problem changes frequent urination"), nausea ("nausea") and dental caries ("dental problems cavities / crowns"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced hot flush ("hot flashes /hormonal changes describe: hot flashes"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bleeding menstrual heavy ("abnormal heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), injury ("lesions"), vaginal discharge ("vaginal discharge"), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia),"). The patient was treated with nsaids, crowns and cavities and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2015 and hysterectomy with bilateral salpingectomy,ablation (B)(6) 2009). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the pelvic inflammatory disease, genital haemorrhage, bleeding menstrual heavy, alopecia, hot flush, injury, hypersensitivity, vaginal discharge, urinary tract infection, ovarian cyst, anxiety, depression, vaginal haemorrhage, sinusitis, pruritus, acne, urticaria, pollakiuria, migraine, headache, nausea, dental caries, dysmenorrhoea, dyspareunia, fatigue, weight increased, gastrooesophageal reflux disease and dysphagia outcome was unknown. The reporter considered acne, alopecia, anxiety, bleeding menstrual heavy, dental caries, depression, dysmenorrhoea, dyspareunia, dysphagia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypersensitivity, injury, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, pollakiuria, pruritus, sinusitis, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight increased and menorrhagia to be related to essure. The reporter commented: discrepancy of essure insertion date as (B)(6) 2009. Patient done physical therapy and x ray for treatment of pelvic pain. Current height 5 ft. 4 in. And current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: confirmed full occlusion and proper placement. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-nov-2020: mr received : event added - " essure tubal sterilization and novasure endometrial ablation procedure done (medical device monitoring error)". Reporter information, patient aka name were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pelvic pain / pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, muscle contracture and endometrial ablation. Previously administered products included for birth control: ortho novum from 1992 to 2009. Concurrent conditions included overweight, hyperlipidemia, pelvic adhesions, uterine fibroids and endometriosis. Concomitant products included lansoprazole (prevacid) since 2009 and simvastatin (zocor) since 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced sinusitis ("infection (other) describe: sinus infections from allergies") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In september 2009, the patient experienced hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction type: severe allergies"). In march 2010, the patient experienced pruritus ("rashes or skin conditions type: itching"), acne ("rashes or skin conditions type: acne") and urticaria ("rashes or skin conditions type: hives"). In april 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In february 2012, the patient experienced anxiety ("anxious / psychological or psychiatric problems condition: anxiety"), depression ("depressed / psychological or psychiatric problems condition: depression"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and dysphagia ("dysphagia"). In 2012, the patient experienced urinary tract infection ("infections / infection (bladder/ urinary tract/vaginal) type: uti"), pollakiuria ("bladder or urinary problem changes frequent urination"), nausea ("nausea") and dental caries ("dental problems cavities / crowns"). In february 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In august 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In april 2015, the patient experienced hot flush ("hot flashes /hormonal changes describe: hot flashes"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("abnormal heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), injury ("lesions"), vaginal discharge ("vaginal discharge"), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and the second episode of menorrhagia ("menorrhagia),"). The patient was treated with nsaids, crowns and cavities and surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy on 20/03/2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the pelvic inflammatory disease, alopecia, hot flush, injury, hypersensitivity, vaginal discharge, urinary tract infection, ovarian cyst, anxiety, depression, vaginal haemorrhage, sinusitis, pruritus, acne, urticaria, pollakiuria, migraine, headache, nausea, dental caries, dysmenorrhoea, dyspareunia, fatigue, weight increased, gastrooesophageal reflux disease and dysphagia outcome was unknown. The reporter considered acne, alopecia, anxiety, dental caries, depression, dysmenorrhoea, dyspareunia, dysphagia, fatigue, gastrooesophageal reflux disease, headache, hot flush, hypersensitivity, injury, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, pollakiuria, pruritus, sinusitis, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: discrepancy of essure insertion date as (B)(6) 2009. Patient done physical therapy and x ray for treatment of pelvic pain. Current height 5 ft. 4 in. And current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: confirmed full occlusion and proper placement. Total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dysmenorrhea, anxiety, gerd. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr were received: reporters were added. Patients demographic conditions were added. Essure insertion date was updated. Surgeries were added. Events: vaginal hemorrhage, menorrhagia, uti, sinusitis, itching, acne, hives, frequent urination, migraines, headaches, nausea, cavities, dysmenorrhea, dyspareunia, fatigue, weight gain, gerd, dysphagia were added. Historical drugs was added. Concomitant drugs were added. Reporter causality comments were added. Auto-narrative supplement was added. Lab data date and result were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pelvic pain / pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, plantar fasciitis and endometrial ablation. Previously administered products included for birth control: ortho novum from 1992 to 2009. Concurrent conditions included overweight, hyperlipidemia, pelvic adhesions, uterine fibroids and endometriosis. Concomitant products included lansoprazole (prevacid) since 2009 and simvastatin (zocor) since 2009. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced sinusitis ("infection (other) describe: sinus infections from allergies") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2009, the patient experienced hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction type: severe allergies"). In (B)(6) 2010, the patient experienced pruritus ("rashes or skin conditions type: itching"), acne ("rashes or skin conditions type: acne") and urticaria ("rashes or skin conditions type: hives"). In (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6 ) 2012, the patient experienced anxiety ("anxious / psychological or psychiatric problems condition: anxiety"), depression ("depressed / psychological or psychiatric problems condition: depression"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and dysphagia ("dysphagia"). In 2012, the patient experienced urinary tract infection ("infections / infection (bladder/ urinary tract/vaginal) type: uti"), pollakiuria ("bladder or urinary problem changes frequent urination"), nausea ("nausea") and dental caries ("dental problems cavities / crowns"). In february 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced hot flush ("hot flashes /hormonal changes describe: hot flashes"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bleeding menstrual heavy ("abnormal heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), injury ("lesions"), vaginal discharge ("vaginal discharge"), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia),"). The patient was treated with nsaids, crowns and cavities and surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the pelvic inflammatory disease, genital haemorrhage, bleeding menstrual heavy, alopecia, hot flush, injury, hypersensitivity, vaginal discharge, urinary tract infection, ovarian cyst, anxiety, depression, vaginal haemorrhage, sinusitis, pruritus, acne, urticaria, pollakiuria, migraine, headache, nausea, dental caries, dysmenorrhoea, dyspareunia, fatigue, weight increased, gastrooesophageal reflux disease and dysphagia outcome was unknown. The reporter considered acne, alopecia, anxiety, bleeding menstrual heavy, dental caries, depression, dysmenorrhoea, dyspareunia, dysphagia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hot flush, hypersensitivity, injury, migraine, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, pollakiuria, pruritus, sinusitis, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, weight increased and menorrhagia to be related to essure. The reporter commented: discrepancy of essure insertion date as (B)(6) 2009. Patient done physical therapy and x ray for treatment of pelvic pain. Current height 5 ft. 4 in. And current weight 178 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: confirmed full occlusion and proper placement. Total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 3-jan-2020: plaintiff fact sheet was received. Event added from pfs- abnormal bleeding (general). Event onset date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.